Event description:
It was reported while using the therapy cool flex catheter, the irrigation port broke. The irrigation port of the catheter broke during the procedure. The procedure was completed with a different device. There were no adverse consequences to the pt. Add'l info was requested and is not available.

Manufacturer narrative:
The 7f therapy cool flex catheter was received for eval. Visual insp revealed the luer extension tube was broken at the handle edge and the fluid lumen was detached. Functional testing of the device could not be completed due to the broken luer extension tube and detachment of the fluid lumen. Review of the device history record confirmed this device met mfg requirements prior to shipment. The review revealed no nonconforming material reports related to as well. The root cause classification is consistent with operational context as device performance was limited due to anatomical/ procedural factors.